Event description:
It was reported that several inappropriate mode switch episodes due to far r wave oversensing were observed via merlin.net transmission. An asymptomatic patient was brought in-clinic for further evaluation. Programming changes were made. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.